Event description:
Underdelivery noted during biomedical engineering test procedures. The pump was received in biomed with a note stating "malfunction". During delivery accuracy testing, the device consistently delivered 16ml when expected delivery was 20ml. Device specifications requires delivery to be +/-5%. No report of any adverse pt event was received. The pump could not be traced to a user or nursing unit for more info.

Manufacturer narrative:
The pump was initially tested in the field by a field service rep.. This testing confirmed an intermittent malfunction 73 message during initial self test. This intermittent malfunction 73 was caused by mcu failed to confirm a delivery accuracy problem. The pump performed within specification once it passed the initial self test. The (underdelivery) for lifecare products is approx. .60/million sets.